Event description:
The account stated the commander fpc diluent syringe was broken when a new box was opened. Another fpc diluent syringe was placed on the fpc and broke upon first use. Both syringes are broken at the same place where the silver metal part on top of the syringe meets the glass. No injury due to the broken syringes was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.